Manufacturer narrative:
(B)(4). A visual examination of the complaint device revealed no wingtool was present on the balloon, however the balloon was wingfolded. The catheter shaft was inspected and no anomalies were noted. The exit marker was found to be loose and wrinkled on the catheter. The catheter could not be inserted into the scope due to loose and wrinkled exit marker. Based on the condition of the returned device, the reported failure of catheter difficulty advancing was confirmed. The exit marker coming loose and detached is consistent with forcible catheter insertion into the scope. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a dilatation procedure in the esophagus performed on (B)(6) 2014. According to the complainant, during the procedure, there was difficulty inserting the device through the scope and the device could not be advanced through the distal part of the endoscope. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the exit marker to be loose and wrinkled on the catheter, therefore, this is now an MDR reportable event.